Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with shortness of breath, decompensated heart failure, and exacerbated chronic obstructive pulmonary disease which required days of mechanical ventilation. Once extubated, the device was interrogated. It was determined that the patient's left ventricular lead no longer captured. X-ray confirmed that the lead had pulled back as well. The lead was explanted and replaced. The patient was stable.